Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a keypad/button (tactile changes/unresponsive) issue; ok, up arrow and down arrow buttons. There was no indication this issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/31/2017 with the following findings: the keypad cover was intact and all keypad buttons responded normally to button presses. The keypad cover was removed, and no defects were found to the button contacts. The pump casing was removed and no defects were found to internal keypad components. The complaint could not be confirmed or duplicated on investigation.